Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in erlangen, germany. Through follow-up communications, it was learned that the distributor board was found to be defective along with the patient 1 motor and patient 2 motor, all of which have been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the errors pump 2 is not working (e16) and pump 3 is blocked (e22) in the patient circuit. The issue occurred during priming. There is no report of patient injury.